Event description:
Customer reported to beckman coulter, inc. (Bec) that the waste line of the coulter ac*t diff analyzer was accidentally frozen and caused backflow to the baths. Customer reported the leak was not contained within instrument. Customer reported the volume of the leak was multiple milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) troubleshot the leak with the customer via the telephone. Customer indicated that the waste line for the baths was clogged and was causing the baths to overflow. Cts instructed the customer to replace the vacuum air filter and drain the vacuum isolator chamber. Customer indicated they ran some samples and verified the leak was fixed.

Manufacturer narrative:
(B)(4).